Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 01/24/2017. The device has been returned and evaluated by product analysis on 01/10/2017 with the following findings. A review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked at the threads on the side. The battery cap was not returned. A test battery cap was able to fit to the main electrical connection but was unable to be secured due to stripped battery compartment threads. No power interruptions occurred during the investigation. The no power complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).